Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this lead showed noise. A fracture was noted on an x-ray at the suture site. The device was programmed to vvi 45ppm. The physician decided to wait a month and check the patient again.

Manufacturer narrative:
We were notified that this lead was explanted and returned for analysis. Added the explant date. Upon receipt, the lead under complaint was found cut at approx. 7 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.